Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo and video was returned. A provided video of the operative procedure along with a slide presentation including post-operative images were reviewed for a report of toric intraocular lens (iol) rotation. While it is difficult to know the exact alignment of the images relative to one another, the position of the toric markings at the at the completion of operative procedure compared to the images provided identified as 1 day follow up and 1 week follow up show a difference in alignment consistent with rotation as reported. The surgery was reported as uneventful, and no product quality issues were noted in the materials provided. A meeting has been scheduled with the surgeon and alcon clinical associates for further clinical outcomes discussions. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a femtosecond-laser-assisted cataract surgery (flacs) and intraocular lens (iol) implant procedure in a high myope patient, next day (24 hours) surgeon found that the iol to be rotated by a good 40 degrees and at one week it remained similar. There was no history of any eye rubbing or trauma on the day of surgery. Surgeon advised an iol rotation to the patient. However, the patient was not keen on a second intraoperative intervention and was ok to wear whatever the final refraction was, although patient was not happy about it. Additional information has been was received and stated that patient was planned for 64 degree placement but after 24 hours of iol implantation had 48 degree rotation 2.00 diopter change in cylindrical. Th patient was willing to accept the glasses and was not keen on iol rotation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated, that the patient cylinder power which was intended to correct through toric iol was not been corrected because of the iol rotation and patient remain dependent on astigmatism corrective glasses.

Manufacturer narrative:
Additional information was provided b.5. The manufacturer internal reference number is: (B)(4).